Event description:
It was reported that the vns patient passed away. The physician does not believe that the vns is related to the cause of death. The physician indicated that the cause of death is likely sudep, but an autopsy did not reveal anything definitive. The device is expected to be returned for analysis, but has not been received to date. No additional relevant information has been received to date.

Event description:
It was later reported that it is unknown if the vns was indeed explanted after the patient¿s death.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include the UDI on the initial report.

Manufacturer narrative:
Describe event or problem; if explanted give date; corrected data: additional information was received that indicated it is unknown if the device was indeed explanted after the patient¿s death.